Event description:
A surgeon reported that during his last 3 cases, he has experienced a milling bit break in situ while drilling the prodisc c keel channels. This malfunction has resulted in a reportable adverse event previously, and results in a more than remote chance of serious injury to the patient as a result of this malfunction. Only the last surgery date and patient have been provided. Previous surgeries or patients are unknown. There has been no indication of a serious injury resulting from the 3 milling bit fractures experienced by this surgeon.

Manufacturer narrative:
It was reported that during the surgeon's previous 3 prodisc c cases, he had a milling bit break/fracture during use. Only the last case prior to the date of awareness was able to be specifically identified. The previous 2 cases have not been identified due to the limited information provided in the investigation. This submission is for 1 of the 3 alleged broken milling bits from an unknown case date. The lot number of the devices in question is not known thus device history records could not be reviewed. This malfunction has led to a serious injury reported previously. The malfunction has a more than remote chance of causing serious injury despite no patient injury being indicated as part of this complaint investigation. Risks of breakage/fracture in these devices is a known risk according to the design fmea documentation. If additional information becomes available a supplemental submission will be made.

Event description:
A surgeon reported that during his last 3 cases, he has experienced a milling bit break in situ while drilling the prodisc c keel channels. This malfunction has resulted in a reportable adverse event previously, and results in a more than remote chance of serious injury to the patient as a result of this malfunction. Only the last surgery date and patient have been provided. Previous surgeries or patients are unknown. There has been no indication of a serious injury resulting from the 3 milling bit fractures experienced by this surgeon.